Manufacturer narrative:
The disk was received and was forwarded to in-house engineering for analysis. Following discussion with in-house engineering, it was suspected that there was connection issue with the ring of the lead or ring connection of the device. It was discussed that the noise along with af could cause the atrial burden to remain high since the device could still have inappropriate sensing (due to ring electrode issue). The local representative confirmed that a 12-lead EKG did verify that the patient was in af. The physician plans to continue monitoring the performance of this patient's device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient latitude monitoring system detected a yellow alert (high right atrial (ra) pacing impedance). Subsequently, due to intermittent atrial fibrillation (af), the patient underwent a successful cardioversion. Following the cardioversion, the ra pacing impedance measurement was normal. The patient developed af again and the daily measurement (dm) for ra pacing impedance was again greater than 2000 ohms. The local representative asked if the ra pacing impedance test could be influence by an atrial arrhythmia. Technical services was not aware of any reason why this might occur. Subsequently, boston scientific received information from the local representative that no intervention (reprogramming or invasive) have been undertaken at this time. The patient has been scheduled for an elective cardioversion in the near future. The physician plans to reassess the ra lead diagnostics at that time. Boston scientific received information that this local representative contacted technical services to report that a save-to-disk was enroute for analysis.